Manufacturer narrative:
The field service engineer adjusted the liquid level detection voltage, gear-pump pressure and cleaned the drain hose of the pre-wash station. The reagent probe was rinsed and the sipper needles were adjusted. Performance testing of the instrument was done and did not pass. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 602 module. The sample initially resulted in an estradiol iii value of 89 pg/ml. Due to established duplicate measurements in the laboratory, the sample was repeated, resulting in an estradiol iii value of 18 pg/ml. This result was reported outside of the laboratory and questioned by the physician. The sample was repeated a second time, resulting in an estradiol iii value of 90 pg/ml. The estradiol iii reagent lot was 630069 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer replaced the measuring cells, the sample probe, and the reagent probe and adjusted both probes accordingly. Performance testing of the instrument was done and improved but did not pass. The field service engineer replaced the measuring cell sippers and adjusted them accordingly. After these service actions, the performance testing of the instrument passed, confirming that the instrument is running back within specification. The investigation determined the service actions performed resolved the issue.